Manufacturer narrative:
Unit received with a critical pump error (open book error) and pump error 35 found in the formatted history file due to corroded electronic assembly. The motor assembly found with traces of corrosion per visual inspection. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for critical alarm. Customer states was pump was not exposed to a high magnetic field. Customer states they are not able to rewind the pump. Customer¿s blood glucose was unknown at time of incident. Customer advised to discontinue use of the pump and revert to their back up plan as per hcp instructions. Insulin pump will be return for analysis.